Manufacturer narrative:
One 15mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The catheter was inserted into the straightener and resistance was noted near electrode 2. Electrode 2 was displaced. The straightener was bent on the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dented straightener, displaced electrode and resistance issue is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.